Manufacturer narrative:
Date of event¿ is estimated.

Event description:
It was reported that the patient had an unrelated surgery on unknown date prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external devices and the patient lost therapy. Troubleshooting resolved the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Actions have been taken to prevent reoccurrence.